Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Event description:
It was reported that the user experienced an increase in hypoglycemic episodes followed by alternating highs and lows while using the ilet, including a low treated with soda and subsequent pausing of insulin delivery and inconsistent meal announcements; at the time of contact the device displayed a high glucose reading and the user was guided through a factory reset, infusion set change with drops observed, cannula fill, reconnection to the app, and return to automated therapy. Symptoms included hypoglycemia, hyperglycemia, anxiety, distress, confusion or disorientation, and no clinical signs or symptoms at the time of follow-up. Outcomes included no health consequences, delay to therapy, and a missed dose due to paused insulin. Investigation included communication and interview with the user and analysis of information provided by the user. Investigation of this case revealed a usage problem with improper or incorrect procedure or method, with no device problem found and no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.